Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 350 mg/dl and based on the sensor scan, the customer self-treated with 10 units of insulin and consequently experienced symptoms described as ¿could not speak or move¿ and lost consciousness. The customer had contact with a healthcare professional who performed an x-ray and obtained a blood glucose result of 10 mg/dl. The customer was administered dextros for the diagnosis of hypoglycemia and no further information was reported. There was no report of death or permanent injury associated with this event. A sensor scan of 350 mg/dl as compared to an hcp meter result of 10 mg/dl and when plotted on a parkes error grid, readings fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 350 mg/dl and based on the sensor scan, the customer self-treated with 10 units of insulin and consequently experienced symptoms described as ¿could not speak or move¿ and lost consciousness. The customer had contact with a healthcare professional who performed an x-ray and obtained a blood glucose result of 10 mg/dl. The customer was administered dextros for the diagnosis of hypoglycemia and no further information was reported. There was no report of death or permanent injury associated with this event. A sensor scan of 350 mg/dl as compared to an hcp meter result of 10 mg/dl and when plotted on a parkes error grid, readings fell into the "e" zone showing the difference in values to be clinically significant.